Event description:
Information received indicates the brakes were not holding.

Manufacturer narrative:
The brake linkage upgrade was performed to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.